Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: an extrinsic outflow graft obstruction was found during the evaluation a correlation between the reported infection and the evaluation of (B)(6) cannot be conclusively determined. (B)(6) was returned assembled with the pump cable severed approximately 4.5 inches from the pump header. The remaining portion of the pump cable and the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The outflow graft was cut approximately 2 inches from the graft attachment. The outflow graft bend relief, measuring 2¿ in length, was returned properly attached to the graft hardware with an outflow graft clip. The apical cuff was not returned, and the cuff lock was disengaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The left ventricular assist system (lvas) instruction for use (IFU), rev. And the heartmate 3 lvas patient handbook, rev. C are currently available. The heartmate 3 lvas IFU lists infection (including driveline and pump pocket or pseudo pocket infection) as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system.. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange due to infection.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.